Event description:
A trilogy ventilator was reported by an authorized service provider (asp) as inoperative during a follow-up repair associated with field corrective order. The event was not associated with patient use, and no clinical intervention or harm was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.